Event description:
It was reported that this device exhibited high impedance measurements and loss of capture on the right ventricular (rv) lead. Subsequently, a revision procedure was performed and the device was explanted, while the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.